Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. The customer's blood glucose (bg) was 142 mg/dl. The customer administered a manual injection. The customer reported that manual injections would continue to be used for insulin therapy.